Event description:
Revision surgery - due to persistent dislocation; the patient was non compliant.

Manufacturer narrative:
The reason for this revision was the persistant dislocation of the patient's hip after 4.5 months of implant use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 685f1033. A total of four complaints have been submitted against this part number including two for infection, one packaging error and this one. The investigation reports the patient had a dislocation but offers no definitive root cause explaining the circumstances of the dislocation; however, it is noted the patient was non-compliant. There are no indications of a product or process issue affecting implant safety or effectiveness.